Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer (via a manufacturer representative) with a neurostimulator for spinal pain. It was reported that the patient was unable to get stimulation on the right side of her body post-op. Reprogramming led to the event and identified the issue. The impedances were checked and the patient was reprogrammed. A possible lead revision may occur to resolve the issue. The patient was to discuss with the doctor at her follow-up appointment on (B)(6). The issue was not resolved. Information was requested regarding the cause of the issue, further troubleshooting, actions/interventions taken and the potential lead revision. The manufacturer representative reported the patient was in the process of being referred to the doctor for a lead revision. A supplemental report will be sent should additional information be received.